Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see section d4; g3.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) confirmed over-the-phone that the customer was experiencing low total areas and upon repeat on a different g8 instrument, the total area is within specifications. The fse send a replacement sampling needle assembly to the customer. On (B)(6) 2017 the customer reported to the fse that after replacement of the sampling needle assembly the g8 is functioning within specifications. No further action is required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-sep-2016 through 04-oct-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 and if the ta is >4000. Chapter 5, maintenance procedures, section 5.10 - sampling needle replacement, provides step-by-step instructions for the operator to follow when replacing the sampling needle assembly. Chapter 6, troubleshooting, states: 220 no peak detect- no peaks could be detected. This problem could be caused by different scenarios. Insufficient sample uptake due to a coagulated sample may have been processed or a short sample was processed. The most probable cause of the reported event was due to a clogged sampling needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting 220 no peak detect error message and low total area of 11.68 (optimal range 700-3000) while running patient samples. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.